Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Ultrasonic output was performed while the tissue was gripped by the tip of the grip. 2. The probe and tissue pad came into contact with each other on the rear end side of the grip, and the tissue pad was severely worn. 3. Contact traces (scratches) occurred because the output was performed while the probe and the non-insulated part were in contact. 4. Ultrasonic vibration and a load to grip the tissue are applied to the probe, causing cracks starting from scratches and causing an error. 5. Since the output was made with the probe cracked, the error could not be cleared and it was determined that the output could not be performed. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, after 30m minutes of use of the device in a therapeutic laparoscopic inguinal hernia repair, the tissue pad of the device was damaged. The device would not output. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is within two hours. The intelligent tissue monitoring (itm) setting was on during the procedure. The setting on the generator was 1. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. Surgeon was skilled. This is the first time such an event occurred with this user.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the tissue pad was severely worn with exposed metal. There was a crack 10mm from the tip of the probe. There was a contact mark around the crack of the probe. There was a trace of contact with the probe on the non-insulated part. When device was tested with test devices usg-400, esg-400, td-tb400 with a probe check, the probe check could not be completed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.